Event description:
It was reported that the patient experienced ineffective therapy on left lead and uncomfortable stimulation on right lead. X-ray imaging revealed migration of left lead. As a result, surgical intervention was undertaken on (b)(6)2026 wherein both leads were explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.